Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal optima infusion clamp (m25-o) component separation led to leakage. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the phaseal came apart during a chemo injection.   Nurse said that she was told the phaseal componentry came apart and that the patient was supposedly exposed to chemo.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported while using bd phaseal optima infusion clamp (m25-o) component separation led to leakage. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the phaseal came apart during a chemo injection.   Nurse said that she was told the phaseal componentry came apart and that the patient was supposedly exposed to chemo.